Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited high capture threshold eight weeks post implant likely due to a micro dislodgement and the device was reprogrammed. It was also reported the ipg battery depleted prematurely due to the high pacing outputs required. The leadless ipg was turned off and remains in the patient. The patient subsequently received a transvenous ipg system. No patient complications have been reported as a result of this event.